Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, it was noted that the right atrial (ra) lead has dislodged which was confirmed by an x-ray imaging. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.